Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: plunger separate with putter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-05-10. H6: investigation summary: one photo and one loose 3ml syringe with a detached safetyglide needle were received in an unsealed safetyglide combo blister pack from batch #0136219 (p/n 305905). The sample was visually evaluated. The stopper was observed to be resting with the bottom rib at the 0.1ml grad line with the plunger rod separated from it. The tip of the plunger rod was square shaped and did not appear to be fully formed. Potential root cause for the improperly molded plunger rod defect is associated with the molding process. No corrective actions are necessary based on the defective rate identified. Batch 0136219 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 3ml ll w/ndl sftygld 23x1 rb experienced a broken/damaged plunger rod. The following information was provided by the initial reporter: plunger separate with putter.